Event description:
Tandem mobi cartridge alarm was reported by the caller, and there was no adverse impact on the customer's blood glucose level. The customer had experienced cartridge alarms consecutively but not previously with this specific pump. Technical support confirmed the issue and arranged for a replacement pump to be sent, as the pump was still under warranty. The customer was advised to use multiple daily injections (mdi) as a backup for insulin delivery and received instructions on putting the defective pump into storage mode before returning it to tandem. The customer was informed about the necessary steps upon receiving the replacement, and they acknowledged understanding these instructions.